Manufacturer narrative:
Final analysis found that the insulation was abraded at 15.3 cm to 15.5 cm, 15.7 cm to 16.1 cm, 15.7 cm to 16.3 cm and 16.5 cm to 16.6 cm from the connector pin, due to friction with the device can. The outer coil was exposed in the same areas.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ventricular lead exhibited high threshold. The lead was explanted and replaced during a routine device change out.